Event description:
The provider states the chair intermittently goes into drive lockout. The anti-tipper wheels are flat, the batteries are not holding a charge and the spring lock on the arm is broken.